Event description:
The customer reported experiencing an occlusion alarm, which caused their blood glucose level to rise to 520 mg/dl, exceeding normal limits. The customer addressed the high blood glucose by administering a correction injection and resolved the occlusion issues by changing the infusion set and cartridge before resuming insulin therapy. No assistance from third parties was required, and similar actions were taken for multiple occlusion events that occurred consistently every day over the past two weeks. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days.